Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. Date of event: unknown/not provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: n/a (not applicable) unknown/not provided. If explanted; give date: n/a (not applicable) unknown/not provided. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. Andrew, n., huang, s., craig, j. (2020). A modified technique for intraluminal stenting of glaucoma drainage devices: the guide-wire technique. Indian j ophthalmol 68(1), pp. 1151-1153. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
"A modified technique for intraluminal stenting of glaucoma drainage devices: the guide-wire technique" literature was reviewed. The publication reported a descriptive study was done to describe a modified technique of intraluminal stenting using 3-0 supramid suture for glaucoma drainage devices (the guide-wire technique). 10 cases in the study used a baerveldt tube. Among all the cases in the study, the supramid stent was removed in three eyes due to inadequate iop control and one these cases developed persistent hypotony with choroidal effusions following stent removal. However, it is not clear if it was an eye with the baerveldt or the other product. This was successfully corrected with ab interno reinsertion of supramid stent into the internal os of the tube. In addition, hypotony was also observed in one of their previous cases in which ab-interno retrograde insertion of 3-0 supramid suture into the internal os of a baerveldt tube was performed to successfully control the adverse event. No other information was provided.